Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer loaded a new cartridge successfully and resumed insulin.